Manufacturer narrative:
The previous event description for this complaint was incorrect and was updated above.

Event description:
The lead was not explanted on (B)(6) 2020 . The procedure was for the explant of the patient's pulse generator due to elective replacement for normal battery depletion. Upon completion of the procedure, all parameters on the patient ventricular lead were normal. No further changes were made to the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device evaluation. Upon interrogation, the right ventricular lead exhibited oversensing of noise that was being interpreted as high ventricular rate episodes. The noise was reproducible with isometrics. Programming changes were made. The patient was stable throughout and will continue to be monitored.

Event description:
Additional information received indicated that the patient presented to the clinic for a routine follow up. Interrogation showed new episodes of ventricular lead noise that were reproducible with isometrics. The physician explanted and replaced the lead on (B)(6) 2020. The patient was stable prior to, during and following the procedure.

Event description:
Additional information received indicated that the patient presented to the clinic for a generator exchange due to normal battery depletion. Interrogation showed additional episodes of ventricular lead noise. The patient was asymptomatic. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.